Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient was transferred to an alternate ventilator without harm or injury.

Manufacturer narrative:
Device evaluation summary: the customer reported that the ventilator has passed performance verification testing (pvt), extended self test (est), and short self test (sst) and ran the ventilator for 2 days. The customer could not duplicate the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator stopped ventilating and there were no carbon dioxide (co2) readings on the monitor indicating no breathing and the ventilator screen was blank. It was reported that the ventilator was restarted. The ventilator generated a gui (graphic user interface) reset error code. Although requested, it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.